Event description:
As reported on (B)(6) 2015, patient presented for an endovenous laser procedure. It was reported that during the procedure, the treating physician noted the locking hub of the fiber became detached when withdrawing the fiber out of the catheter. The physician removed the fiber and used a new of the same device to successfully complete the procedure. The patient suffered no harm or injury due to this event. The reported disposable device has been returned to the MFR for evaluation.

Manufacturer narrative:
The reported defective device has been returned to the MFR and an investigation into the root cause for this event is currently in progress. The results of the device evaluation will be sent via a f/u medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Complaint#: (B)(4).